Manufacturer narrative:
Despite multiple requests, no additional information about this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was beeping an upon interrogation was found to have exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the left ventricular (lv) channel. The lv lead is a non-boston scientific product. The crt-d was reprogrammed and remains implanted and in service. No adverse patient effects were reported.